Manufacturer narrative:
(B)(4). Please see the related reportable record (B)(4).

Event description:
Subsequent to the initial and supplemental MDR, a correction was updated on 02/08/2026. It was clarified that the patient initially contacted dexcom on 01/03/2026 to report a calibration issue and inaccurate readings that had occurred on (B)(6) 2026. The patient referenced several different blood glucose values; however, the specific dates corresponding to each reading were not clearly stated or confirmed during the interactions. (This information pertains to (B)(4)). A follow-up call was received on 01/07/2026, during which the customer reported that she had been hospitalized on (B)(6) 2026 and discharged on (B)(6) 2026. (This hospitalization is captured under (B)(4), this report.) During this follow-up call, the patient further explained that on sunday, (B)(6) 2026, after she had previously contacted dexcom regarding inaccurate readings, she again experienced an inaccuracy in which her sensor displayed 75 mg/dl, while her actual blood glucose level was approximately 600 mg/dl. As a result of this discrepancy, she went to the hospital later that same day. It remains unclear whether the patient was discharged from the hospital on (B)(6) 2026 or whether she remained admitted and continued her stay through (B)(6). The patient stated that she changed her transmitter on (B)(6) 2026, and this change was recommended by hospital staff, which may indicate ongoing hospitalization; however, the duration of the hospital stay was not confirmed. Data was evaluated and the allegation was undetermined on (B)(6) 2026. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2026, the patient¿s bg meter reading was 576 mg/dl, while the cgm displayed 70 mg/dl. The patient reported experiencing nausea and persistent vomiting for approximately 12 hours. Due to the inaccurately low cgm readings, the patient¿s tandem insulin pump, operating in closed-loop mode, did not deliver the appropriate amount of insulin. The patient sought care at the emergency department (ed), where her bg meter reading was 532 mg/dl, and the cgm displayed 130 mg/dl. She was diagnosed with diabetic ketoacidosis (dka) and treated with intravenous insulin. Documentation also noted that the patient received ¿food/drink,¿ though the timing of this intervention was not specified. The patient was discharged from the hospital on (B)(6) 2026, and was reported to be stable and feeling fine at the time of follow-up. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, clarification was provided on 01/28/2026. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2026. On (B)(6) 2026, the patient reported that her bg meter reading was approximately 600 mg/dl, while the cgm was displaying 75 mg/dl. The patient stated she had been experiencing nausea and continuous vomiting for 12 hours. She reported that due to the falsely low cgm readings, her tandem insulin pump (operating in closed-loop mode) did not deliver the appropriate amount of insulin. On (B)(6) 2026, the patient presented to the emergency room for further evaluation. At the ER, her bg meter reading was 576 mg/dl, while the cgm reading was 110 mg/dl. She was diagnosed with diabetic ketoacidosis (dka) and treated with IV insulin, synthroid, and electrolyte replacement therapy. It was also documented that the patient received food and/or drink, though the timing of this intervention was not specified. The patient was discharged from the hospital on (B)(6) 2026, and was reported to be ¿fine¿ at the time of the report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid on (B)(6) 2026. The data investigation found a difference in values that fall within the d zone of the parkes error grid on (B)(6) 2026. No additional patient or event information is available.